Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 486-487 mg/dl. The issue occurred prior to the report with tandem technical support, therefore, troubleshooting could not be performed. Reportedly, "gel-like" insulin was observed coming out of the cartridge pigtail. Customer changed the cartridge and infusion set to address the occlusions.